Event description:
It was reported that the customer passed away. The death was possibly caused by a hypoglycemic reaction. The customer also suffered from a hypoglycemic episode on (B)(6) 2010 while at work. The customer was wearing the insulin pump at the time of death. The reporter did not know if the insulin pump played a role in the customer's death. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the reservoir operated within specifications. No leaking was observed during analysis, and the reservoir connected and locked in place properly. Please also see MFR report number 3004209178-200-82549.